Event description:
It was reported that during routine generator exchange that visual inspection found insulation damage on the right ventricular (rv) lead. The physician elected to use a repair kit and close the separation and leave the rv lead implanted. There were no patient consequences.